Event description:
The customer reported that the device rebooted with an error code 10004 (synchronization time out cycle power). There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.